Manufacturer narrative:
(B)(4). The device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with a rotawire inside the device. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. There was no damage or irregularities to the device. The burr was measured with a calibrated snap gauge and the burr measured to be a 1.75mm burr and was within specification. Since the guide catheter used in the procedure was not returned for product analysis and the inner diameter of the guide catheter was not reported, functional testing was completed with a test 6f guide catheter and a 7f. The rotablator rotalink plus device was able to be advanced through the guide catheters and removed from both with no resistance. Inspection of the device presented no damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that burr removal difficulties occurred. The target lesion was located in the left anterior descending artery (lad). A 1.75mm rotalink plus was selected for use. During the procedure, it was noted that the physician felt significant resistance while pulling the rotaburr out of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.